Event description:
It was reported that the patient presented experiencing an anterolateral st elevation myocardial infarction. Angiography revealed a severe 95% proximal left anterior descending (lad) artery stenosis with thrombosis. Thrombus aspiration was performed after which the lesion was pre-dilated. An attempt was made to deploy a 3.5x33 mm xience prime stent at the lesion site at 18 atmospheres; however, stent inflation was abnormal and delayed, after which the balloon would not deflate despite multiple negative pressures and usage of a different inflation device. There was no resistance felt during advancement of the sds to the lesion. The persistently inflated sds balloon was extracted manually with force along with the guiding catheter. Once retracted, the distal end of the catheter was sticking out from the introducer sheath which was able to be manually removed. On angiography there appeared to be part of the balloon with the stent implant partially in/out the top of the introducer sheath. A 2nd sheath was inserted into the left femoral artery. Angiography revealed a residual 90% proximal lad lesion with timi iii flow. The patient remained hemodynamically stable and pain free. There was no bleeding at the right femoral artery sheath and no right lower leg pain. The patient was transferred via ambulance, with the sheath and including the stent implant in the sheath still in place, to another facility, (B)(6), for further management and underwent vascular surgery for removal of the devices. The patients condition is good. The treated coronary lesion did not require any further intervention as the lesion was well opened by the balloon inflation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The inflation and deflation difficulties were unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for inflation / deflation issues or balloon separations reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.